Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of rubber tubing disconnected from transfer set during the night and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following was reported by the patient's mother. On an unreported date, the rubber tubing disconnected from the transfer set during the night and this caused peritonitis on (B)(6) 2012. The patient was not hospitalized for peritonitis. Treatment was not reported. The patient was recovering from the peritonitis event. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported issue. The following information was reported. On an unreported date, the patient disconnected the transfer set from the patient line during the middle of the night, while performing pd therapy. The patient left his transfer set open to air throughout the night, thereby contaminating himself. The pdrn stated the patient was switched to manual therapy as he is non-compliant with automated peritoneal dialysis therapy due to his history of autism. The patient was never trained on pd therapy and was not retrained on aseptic technique as he has poor comprehension due to his past medical history of autism. The nurse stated the family has been trained on proper aseptic technique. The pdrn stated the peritonitis was completely related to user error and the patient disconnecting himself and was unrelated to the transfer set or any baxter disposable or solutions. The pdrn declined to provide further information.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A sample is not required for use error as there is no allegation against the device. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that the patient disconnected leading to a break in aseptic technique and exposure to the sterile fluid path. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.